Manufacturer narrative:
Based on the claim against the product by the customer noting the black sheathing misalignment and unable to be removed, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. .

Event description:
It was reported that during an da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the prograsp forceps instrument's black sheathing was not aligned and the instrument was unable to be pulled back out. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Follow-up has been performed to request additional information related to the event. However, further details have not been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The instrument was inspected prior to use with no issues identified. No intraoperative collisions were observed. There were no issues straightening the instrument wrist; however, the main tube was broken. On closer inspection under console vision, you could see the end of the shaft was misaligned. The instrument and cannula needed to be removed together. The port incision did not need to be increased and no fragment fell into the patient. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.112¿ x 0.255¿ was not returned with the instrument. Common causes of the failure mode are typically attributed to the mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The root cause of this failure is typically attributed to mishandling/misuse.